Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 6000 c501 module. Due to a negative anion gap, the samples were repeated. Sample 1 initial sodium result was 120 mmol/l and the repeat result was 140 mmol/l. Sample 2 initial sodium result was 129 mmol/l and the repeat result was 140 mmol/l. The initial potassium result was 3.92 mmol/l and the repeat result was 5.05 mmol/l. The questionable results were reported outside of the laboratory. The repeat results were believed correct. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer found the sipper tubing was not properly installed and an o-ring was missing from the acrylic block. He replaced the reagents, corrected the sipper tubing, and installed an o-ring on the acrylic block. He ran ise checks, calibration, qc, and precision. He noted the humidity in the laboratory was at 13%, which is below the acceptable lower limit.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.